Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was found to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2017 with the following findings: during investigation, the returned battery cap and test cap attached to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper down to the case seal. The battery cap contact measurements were within specifications. The pump was unable to power on due to rust/corrosion in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no damage to the power circuit, and no moisture internally.